Manufacturer narrative:
One tactisys¿ quartz sn: (B)(6) was received for evaluation. The tactisys was powering on, and a prolonged audible beep was heard. This indicated an unsuccessful power-on-self-test (post) and a failure to established communication. The front enclosure was temporarily removed, and visual inspection revealed the cmos (complementary metal oxide semiconductor) battery was not seated properly in the battery holder. Based on the information and investigation provided to abbott, the root cause was isolated to the cmos battery. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified.

Event description:
During a typical atrial flutter procedure, there was a procedural delay due to a tactisys issue while the patient prepared on the table. When prepping for the tactiflex ablation catheter, it was noted that the tactisys quartz was blinking red and would not connect to the ensite x system. Troubleshooting included checking and reseating all the connections, powering the tactisys quartz off and on, confirming that the correct serial number was entered into the system, and opening a new catheter, but the issue persisted. A tactisys was borrowed from another account, which took about 15 minutes. Everything was plugged in again, the tactisys displayed a green light and properly connected to the mapping system. The procedure was then completed with no adverse consequences to the patient.